Event description:
New information noted that the lead was capped and not explanted.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. The patient was discharged.